Event description:
The hosp lab personnel reported that the pt came into the ER in cardiac arrest. The suspect device was used to check the pt's blood glucose while CPR and life saving measures were being performed. The suspect device result was 90 mg/dl. Later while still trying to revive the pt another blood sample was drawn from a different site and sent to the lab for a glucose value. This result was 390 mg/dl. No treatment for diabetes is alleged. The pt did not recover from the cardiac arrest and expired. Level 1 and level 2 glucose controls were used on the suspect device system and both controls fell within the acceptable range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.